Manufacturer narrative:
Concomitant continued: 407652 lead, implanted (B)(6) 2008.

Event description:
It was reported that the patient experienced stimulation with pacing. The right ventricular (rv) lead exhibited high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.